Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no product issue reported from this lot. All available information was investigated, the reported device damaged by another device appears to be related to user technique/procedural circumstances. The reported single leaflet device attachment (slda) appear to be due to procedural condition. Additionally, the reported entrapment of the device resulting in foreign body in patient appears to be due to challenging patient anatomy. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the device damage by another device, single leaflet device attachment (slda), entrapment of the device and foreign body in patient. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 4. Prior to insertion of the device, it was noted that the ends of the leaflets were friable. An xtw clip delivery system (cds) (00215u149) was inserted and advanced to the valve. However, the anterior gripper became caught on the anterior leaflet. Troubleshooting was performed, but the gripper was unable to removed from the leaflets. The physician then noticed that the posterior gripper had become caught on the posterior leaflet. The decision was made to deploy the clip on the leaflets. The physician stated the clip looked stable and leaflet insertion was good. To further reduce mr, a second clip was the implanted medially. A third cds (00124u156) was advanced and attempted to be implanted laterally of the first clip. However, while grasping, the clip came in contact with the first clip, causing it to detach from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that there was no unwanted movement with the clip and contact was caused by the physician attempting to place the clip in a small area. To stabilize the sdla, the third clip was successfully implanted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.